Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after resetting, and the caller was advised to continue using the pump while instructed to call back if the issue reappears.